Event description:
Part of the tip of the sheath separated from the body of the sheath resulting in a foreign body. The physician noticed the small black band around the lead and was able to pull the lead back and cut off the tip that had become dislodged. Other than the need to retrieve the tip of the sheath, there was no injury to the pt.